Manufacturer narrative:
Catalog # is unknown but referred to as celect. Reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: vena cava (vc) perforation. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2015 and underwent a computed tomography (CT) scan approximately 4 years and 1 month later. Approximately 5 months later the patient was informed the CT scan revealed that multiple struts of the patient's inferior vena cava (ivc) filter had perforated through the ivc wall. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received the filter due to bilateral pulmonary embolism (pe). Patient is alleging vena cava perforation. Per the computed tomography (CT) abdomen and pelvis: "the inferior vena cava presents an inferior vena cava filter in its lumen measuring 5.2 cm. In length. The hub of the filter is at the level of the junction of the left renal vein with the inferior vena cava. The filter is well oriented within the lumen of the inferior vena cava. There is no disorganization of the filter. The filter has 12 struts. The most anterior strut perforates the anterior wall of the inferior vena cava and it protrudes 8 mm. Outside of the inferior vena cava, running anteriorly to the anterior wall of the inferior vena cava. The most posterior strut perforates the posterior wall of the inferior vena cava advancing 6 mm. Caudally outside the inferior vena cava without touching the body of l3 vertebra. The most lateral strut perforates the lateral wall of the inferior vena cava advancing 11 mm. Outside the inferior vena cava. The most left lateral strut perforates the lateral wall of the inferior vena cava advancing 7 mm. Outside of its lumen".